Event description:
It was reported that during use the right ventricular (rv) lead exhibited rising impedance and high impedance. The rv lead remains in use, and patient monitored during follow up visits. No patient complications have been reported as a result of this event.